Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the device and gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and while attempting to grasp the leaflets, the anterior gripper engaged with the anterior mitral leaflet (aml) and became stuck. The clip was able to be freed from the aml without damage however it was noted the anterior gripper would not lower. Troubleshooting was performed but was unsuccessful therefore the undeployed cds was removed. Two clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Without the device to analyze, a cause for the reported difficult to open or close (gripper actuation ¿ single) could not be determined. The reported difficult to remove (anatomy) was related to procedural conditions as the anterior leaflet got caught on the gripper. There is no indication of a product issue with respect to manufacture, design or labeling.